Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
During surgery, drive noise of cutter became strange and the inner needle stopped moving. The doctor paused surgery for a few second and then re-started. The cutter worked for a while, but then it stopped working again. It was replaced with a stand alone cutter and the surgery was completed. No patient injury reported.